Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) units of folfusor sv (small volume) ¿had contaminant in the pump plastic line, downstream from the filter¿. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: twelve (12) actual samples were received for evaluation. Visual inspection was performed using the naked eye which revealed reddish-brown particles, measuring = 30 square mm which meet the manufacturing specifications. The particles were subsequently identified by fourier-transform infrared spectroscopy to be a mixture of polyvinyl chloride (pvc) and phthalate material. Pvc is a raw material of the tubing line. The particles were not in the fluid path because it was embedded in the material of the tubing line. The reported condition of particulate matter was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.